Manufacturer narrative:
This report is submitted on april 18, 2017. (B)(4).

Event description:
Per the clinic, the patient was anaesthetised for implantation surgery; however, it was discovered that the baha ooscora unit was non-functioning. Subsequently, the patient was awoken from anaesthesia and the surgery did not proceed. No patient injury was associated with this report.